Manufacturer narrative:
(B)(4).

Event description:
It was reported that allegedly the patients precice nail stopped lengthening. The physician revised the nail with a new precice nail without incident.